Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event regarding the display error. However, the reported event was confirmed that the programmer powered up with a blank white screen then after being on for over 30 minutes an error was displayed. Software was reloaded. It was also noted that there was a data error when going through software reconfiguration, the hard drive was then replaced. (B)(4).

Event description:
It was reported there was a serious programmer error screen that displayed at power up. Power was cycled three times and error did not clear. When the service disk was attempted, couldn't get more that a blank white screen. The programmer was returned for repair.there was no patient involvement.